Manufacturer narrative:
Returned device was received in good physical condition however the battery door and both plunger cases are cracked. Evidence of reported problem in event log was found. During the evaluation of the device, the force sensor bridge test was found on power up. The force sensor values were found to be outside of specification. This was caused to normal wear as the pump is 11 years old. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion pump failed a forced sensor bridge test. There was no patient or clinical injury.